Manufacturer narrative:
Do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. Reportedly, the customer was using u500-humulin insulin with the pump. Tandem customer technical support informed customer that u500-humulin insulin is off-label per the user guide. The customer re-loaded the cartridge to resolve the issue. Customers blood glucose (bg) level was 162 mg/dl.